Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure, while attempting to explant the device, the patient was experiencing low heart rates and it was noted that the right ventricular - rv lead exhibited failure to capture and was found to have insulation damage causing the patient to experience bradycardia. The rv lead was capped and replaced (B)(6) 2021. The patient was in stable condition afterwards.